Event description:
A user facility reports a crease was noted on the intraocular lens following insertion. Enlargement of the incision was required to accommodate removal and replacement of the lens. Additional info has been requested.